Manufacturer narrative:
Suspect device received on november 06, 2024. Device evaluation completed on november 12, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant had a tear on the anterior view within an area of shell abrasion, measuring approximately 0.2 cm. The evaluation determined that the possible cause of the rupture found is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with mentor memorygel, 400cc on the right, and 450cc on the left side, silicone prosthesis experienced right sided capsular contracture grade iii, bilateral ruptures postoperative. The rupture was symptomatic on the right and silent on the left side. As a result, patient underwent bilateral replacements as follow: left catalog number 3503251bc, serial number (B)(6), right catalog number 3503001bc, serial number (B)(6) on (B)(6) 2024.this report relates to the left side.